Manufacturer narrative:
Complaint evaluation the customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic/repair services. Customer resolution and conclusion the customer did not indicate accepting the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device shutting off on its own. There was no patient involvement.